Event description:
Customer reported an occlusion alarm earlier in the day, indicating a malfunction in the insulin delivery process. Blood glucose levels did not exceed 500 mg/dl, confirming no adverse impact. Customer initially resolved the issue by adjusting and reloading the cartridge but experienced recurring occlusions. Technical support recommended a pump replacement, which was approved and scheduled, with customer continuing to use the current pump until the replacement arrives.